Event description:
Customer reported to beckman coulter, inc. (Bec) that the synchron lx 20 clinical chemistry system (lx 20 serial number (B)(4)) generated erroneous carbon dioxide (co2) results. Customer reported that erroneous results were not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Customer reported that when anion gaps alerted the issue, the samples were run on the other lx 20 (serial number (B)(4)). Customer reported that the samples ran on the other lx 20 (serial number (B)(4)) were reported out of the laboratory. Bec field service engineer (fse) found that the co2 acid port was obstructed. The fse flushed the port and cleaned the electrodes. The fse verified performance.